Manufacturer narrative:
The serial number was documented as (B)(4) in the initial report and has been updated as (B)(4). Therefore, UDI has been updated accordingly. The device manufacture date was documented as unknown in the initial report. It has been updated to december 17, 2008. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all manufacturing specifications and no failure was identified. Therefore, the reported condition was not duplicated and confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the motor device had an e6 error code (overheat warning) when tested. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.